Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020. Product type: lead product ID: 977a260, serial# (B)(4). Implanted: (B)(6) 2020. Product type; lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 25-jun-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4). Ubd: 19-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a manufacturing representative(rep). The rep reported that the patient had an x-ray, and it revealed that they had a migrated lead that pulled from the epidural space and is sitting in the soft tissue. The patient stated that they are still getting good relief with the existing lead. The rep mentioned that the patient had no recent falls, however, the patient is fairly large and struggles to go to the bathroom and has to lay on the floor to properly wipe their self. The rep was wondering if doing that enough times caused the issue. Prior to the lead migration, the patient noted having okay pain coverage but not the best. The rep confirmed impedances were normal and reprogrammed the patient. The rep stated that the patient is scheduled to have a lead revision on (B)(6) 2020.